Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained low blood glucose for two weeks. Paramedics were called twice to assist customer at home. The blood glucose ran low 7 - 8 times within last week. Caller stated that the customer was found unconscious due to low blood glucose. Nothing further was reported.